Manufacturer narrative:
Follow-up #1: date of submission 02/25/2016. Device evaluation: the device has been returned and evaluated by product analysis on 02/17/2016 with the following findings: the pump black box showed that the pump was running a temporary basal program on the date of the event 12/21/2015. The daily insulin delivery totals correctly reflected the user programmed basal rates. During testing, the pump was exercised for 24 hours at 2 units per hour and correctly reflected 48 units at the conclusion of testing. A delivery accuracy test was performed and confirmed that the pump was delivering within specifications. No delivery related defects were found during testing.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 21.3 mmol/l with excess thirst and urination, and symptoms of dehydration due to inaccurate delivery. The pump was reviewed with the reporter and the reporter indicated that the basal rate history matched the active basal settings but the delivery totals were not correctly reflected in the total daily dose history. This report is made based on the allegation that the patient experienced hyperglycemia associated with an inaccurate delivery issue.